Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the first proximal stent row was damaged and the stent struts were lifted and pulled proximally. The third proximal stent row was also damaged and stent struts pulled distally. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately calcified left anterior descending (lad) artery. A 3.00x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.